Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found rounding of cutting edges. The condition identified in visual analysis is consistent with dullness. No other problems identified. The complaint can not be confirmed as no allegation against the product was received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the cutting edges were blunt.

Event description:
The following device was received as blind unit from: (B)(6); however, it could not be associated with a complaint or any other existing record. This complaint involves fourteen (14) devices.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found rounding of cutting edges. The condition identified in visual analysis is consistent with dullness. No other problems identified. The complaint can not be confirmed as no allegation against the product was received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.